Event description:
It has been reported to philips that the allura system was not booting up and got stuck at 00:00. The system was not in clinical use during the time of event occurred. No harm has been reported to philips. A philips service engineer inspected the system on site and identified that power supply was failing. After the replacement of the power supply, the system was returned to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and identified that system boots to a 00.00. After reviewing log file, rse found the low voltage power supply is the issue. Rse ordered the power supply. Customer replaced power supply. After the replacement of power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.